Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint tube sets were received and evaluated by r&d. Two tube sets were received. Visual observation of the first set reveals a cut on the pump head tubing. The root cause of this failure is believed to be due the placement of the tubing on the pump head before latching the pressure arm. This is caused by not centering the tubing over the pump head, and the cut occurs when operator first begins priming and the pump head begins moving, therefore cannot be foreseen. The second set was tested and had no issues. Air leak was passed with 10.8 pa/s. The root cause of this failure might be attributed to not tightening the luer-lock enough. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident as related the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two other dissimilar complaints, one of them was not returned for evaluation, for this lot released to distribution. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(4) that during rotator cuff repair, shortly after the start of the procedure, the irrigation tube set filled quickly. It was reported that the surgeon stopped running the pump and changed the tube. It was reported that the procedure ended normally but with 30 minutes of delay. It was reported that one of the tubes seemed to be cut by a knife or other sharp instrument from the start. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.